Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has completed. The reported problem (check therapy pad messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, an open was found in the rear pulse wire of the trunk cable. The cause of the messages is the open wire. The root cause of the open wire cannot be positively identified, but was likely caused by physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode.

Event description:
A (B)(6) year old male pt contacted zoll customer support to report check therapy pad messages. The pt was issued a replacement belt.